Manufacturer narrative:
Concomitant medical products: addr01ipg, implanted: (B)(6) 2012.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds and impedance had increased to high levels. The lead remains in use, with future revision under evaluation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.